Event description:
Device 1 of 2, please see MFR report #1627487-2010-02772 for device 2. On (B)(6) 2007, the pt was implanted with an scs system. The pt fell off a 4 foot climbing wall and he lost stimulation. An x-ray was taken and the lead extension was slightly pulled out of the header. On (B)(6) 2010, the doctor replaced the entire system.

Manufacturer narrative:
Device evaluation 1 of 2. Please see MFR report #1627487-2010-02772 for evaluation of device 2. Evaluation: method: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.